Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a ect (excessive charge time) as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found that the excessive charge time likely resulted from a spurious increase in battery resistance induced by li (lithium)severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to reaching normal elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.